Manufacturer narrative:
Conclusion: the reported event of iron casing has come loose from the octrode was confirmed. As received, visual inspection showed the returned lead terminal end found a loose one of distal electrode (channel 1). The cause of the event is consistent with damage during use.

Manufacturer narrative:
Event date is estimated. Implant date is unknown.

Event description:
It was reported that the lead was damaged when the physician attempted to take out the ipg. Surgical intervention was undertaken and the lead was explanted and replaced.